Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced but it failed to cross the lesion due to calcification and it was also noted that during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. There was no damage or irregularities found to the device. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced but it failed to cross the lesion due to calcification and it was also noted that during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported.